Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use; however, it was noted that the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There was no damage on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use; however, it was noted that the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.